Manufacturer narrative:
Additional info: b2, d10, g7, g9, h2, h3, h6, h10 results of investigation: it was reported that a revision surgery was required as the pin of the insert broke, leading to luxation of the tibial component. The device in question, used in treatment, was not returned for investigation. No part nor batch number was communicated. Therefore, no documentation review, complaint history review and visual inspection could be conducted. There is no further risk associated with this complaint. The IFU (lit. No. 12.24 ed. 07/10) lists an implant fracture as a possible side effect. As no medical documentation was provided, no thorough medical assessment could be performed. Should additional information or the part become available, this complaint will be reassessed. The reported failure mode cannot be confirmed, the root cause stays undetermined after investigation due to insufficient information. To date, no further actions are deemed necessary. Smith and nephew will monitor this kind of inserts for further issues.

Event description:
It was reported that a revision surgery was required as consequence of the pin of the rt-modular pe inlay breaking and luxating from the tibial component. It is unknown which devices were revised.